Manufacturer narrative:
The customer states that she has spoken to her facility mgr in regards to the power brown out and they have come to the conclusion that this may have been an isolated event in which there was a surge or delay in the power being provided through the back power (generator) system. Facilities has checked the generator and it is functioning properly.

Event description:
The customer reported that an 840 ventilator experienced a power loss while in use on a pt. The pt was not harmed or injured as a result of the event. The customer reported that they were unable to reproduce the malfunction. The unit passed extended self-testing. Covidien was not authorized to svc the device.